Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported her cgm value was 97 mg/dl; however, her blood glucose went low and she lost consciousness. Her caregiver administered glucagon and called emergency medical services (ems). The patient¿s bg per ems was 40 mg/dl. She was treated with dextrose via intravenous (IV) therapy and oral glucose tablets. The patient declined transportation to the emergency department post ems treatment because her bg was over 500 mg/dl post-treatment. At the time of contact, the patient was at home, awake and alert. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.